Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a stable position could not be obtained in order to place the lead. The lead was not implanted. No patient complications have been reported as a result of this event.